Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed 550 millimeters (mm) from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted flattened conductor coils and puncture holes in the insulation. The damage to the lead was consistent with damage caused by the explant procedure.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted one day post implant due to a product performance issue. Attempts to obtain additional were made, however no further information was received. No additional adverse patient effects were reported.